Event description:
Event 1 [redacted] lot 35756386. The wire wouldn't easily pass through the ablation catheter during prep. The catheter was removed and replaced with no harm to the patient. Event 2 [redacted] lot- 35769180. During prep of the ablation catheter, the catheter would not go into the undeployed position. Manufacturer response for ablation catheter, ablation catheter (per site reporter). Mfg notified by site.